Manufacturer narrative:
Device evaluation: result of investigation: failure analysis: powered in service mode and viewed event error log, found xdcr events recorded in log. Performed xdcr calibration per service manual, powered in operating mode with received settings, unit immediately failed with xdcr faults, and motor fault. The reported problem was duplicated. Findings/root-cause: reported problem was duplicated and isolated to bad xdcr, this is considered a known issue addressed with an internal investigation.

Manufacturer narrative:
(B)(4). Any additional information received from customer will be included in a follow up report. The customer did not provide patient demographics such as age, date of birth, gender, and weight. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported xdcr fault alarm on the vela ventilator. The customer stated the unit was on a patient during use with no harm associated with this event.